Manufacturer narrative:
Follow-up #1 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed moisture behind the display. The pump was unresponsive when attempting to power on the pump; the display was blank and there were no audible tones or vibration. The battery compartment was observed to be cracked and the pump case was cracked in upper right hand corner of the display area. The battery cap was able to fully tighten to the pump. There was evidence of moisture corrosion in the battery compartment. During testing, a leak test was performed and a case crack leak was found. The pump case was removed and there was evidence of moisture contamination found throughout the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.